Manufacturer narrative:
Initial reporter complainant name: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to perform cold polypectomy and it was noted that the plastic sheath was detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found that the flare was detached. The catheter was kinked and bent near the distal section. The handle cannula, dongle shaft and the key were in good condition. The cannula in the crimping section near to the dongle was inspected and it was tilted. There was evidence of the flaring process performed during manufacturing and functional testing could not be performed due to the device condition. The complaint was confirmed, the device flare is detached. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to perform cold polypectomy and it was noted that the plastic sheath was detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.